Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue but related to the images being flipped. The software functioned as designed.

Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. The representative reported that the merge of computed tomography (CT) and magnetic resonance imaging (mr) scans were imprecise and they were flipped. The representative suspected that the merge was performed and accuracy was not verified. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a tumor resection, an imprecision was observed following registration. When the site reached the tumor, a 3cm imprecision was found. It was reported that the site should have been behind the tumor when the navigation system showed that they were in front of the tumor. There was a reported delay to the procedure of less than 1 hour due to this issue. The surgeon completed the procedure with the use of the navigation system. No additional information was provided.